Event description:
It was reported that the physician attempted to stent the left superficial femoral artery (sfa) in a crossover procedure using an xceed stent. The vessel was heavily calcified and the common iliac had heavy tortuosity. The sfa lesion was pre-dilated. The xceed stent partially deployed in the target lesion and would not open further. The sds and the partailly deployed stent were removed from the body with the sheath remaining. There was no patient injury. This device will be returning. No additional information is available.

Manufacturer narrative:
The device has been received; however, investigation has not been completed. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant information.